Manufacturer narrative:
Neither the blood glucose meter nor the test strips have been returned to the manufacturer. Troubleshooting steps are still ongoing with the patient. An investigation will be performed but has not yet begun. A follow up report will be submitted upon completion of the investigation.

Event description:
The patient reported a complaint that their meter was not accurate. The meter was compared to a lab sample, and the patient's doctor reported the difference between the livongo meter and the lab sample was 34%, although the exact method of the lab test is unknown. The patient was sent a replacement blood glucose meter and test strips.